Event description:
The complainant reported that during an inventory check an automated impella controller was noted to have a broken plug cover. It was confirmed that there was no patient involvement and no impact to any patient, as the device was not placed into service.

Manufacturer narrative:
A. Patient information has been left blank, as there was no patient involved. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the broken pump connector cover on ic2120 was likely use related.